Manufacturer narrative:
Upon further review, bd has determined that this MDR was initially reported in error as this event is not reportable. The device was not returned.

Event description:
It was reported that the arctic sun device stopped in the middle of the therapy and was getting a red screen and was advised to send to biomed. Per information received on 08apr21, the control panel of the device was receiving the no symbol to start up. Software was reloaded, but still the issue continued. Biomed would decide whether to order panel or send in.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had stopped in the midst of therapy and getting a red screen and advised to send to biomed. Updated on (B)(6) 2021, control panel was received the no symbol t start up, software was reloaded but issue continued, biomed would decide whether to order panel or send in.